Manufacturer narrative:
Device received with unresponsive buttons due to flattened dome switched on the up, down and center buttons. Unable to perform displacement test due to unresponsive buttons.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not working. The customer¿s blood glucose was unknown at the time of incident. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. Customer stated that there was no response from any button. Customer stated the minutes change. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.